Manufacturer narrative:
The customer requested assistance in obtaining alarm log information for a patient that expired. The customer waited 2 days before reporting the incident to philips. The customer took the device out of service until they were provided with the information from the logs. A review of the central station alarm logs indicated that on (B)(6) 2015 for e01 from 10:29:44 until 11:56:22 indicated that there were 4 brady; 4 asystole; 1 vtach; 1 vifb/tach and 12 desat alarms provided. The initial brady alarm annunciated for 4 minutes before the initial asystole alarm. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining alarm log information for a patient that expired.